Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe broke and detached during a procedure. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray long with a cannula, for the report of broken during surgery. The returned sample was visually inspected and found non-conforming with the probe broken at the front and rear housings. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No wear marks were observed at the bend area of the inner cutter. Adhesive was observed to be present on the front and rear housings. A photo of two probes is attached to the parent file and was reviewed by the manufacturing site. The photo shows two probes, broken at the connection between the front and rear engine housing components. The customer reported on (B)(6) 2019 the probe broke. The expiration date of the customer reported lot is 30-april-2017. The sample evaluation confirms the reported broken probe, however, the information provided in the file indicates that the product was used beyond its expiry date. Therefore, the root cause of this customer complaint is that the product was incorrectly used past its specified expiration date. No specific action with regard to this complaint was taken by the manufacturing location because the complaint sample exceeded its expiration date and should not have been used. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).